Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure, prior to suturing using interrupted technique, the needle popped off the suture, the needle remained whole, but was a separate piece from the thread. A new package was opened to complete the case. The device was not used on the patient. There was no patient injury.